Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a last error code - lec1610 error. Event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Review of event history confirmed error code 1610. The cause was a possible defective mainboard. Replace the mainboard. Performed all function test and all passed.